Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240/2367 that occurred during dwell 3 of 5. The technical services representative (tsr) instructed to recycle the power and clear the alarm. The tsr explained the alarm. The home patient (hp) will finish with manuals. The hp to call the registered nurse (rn) regarding the air detect alarm and being connected when the hp knocked the supply bag off the dresser and the bag became disconnected. No patient injury or medical intervention was reported.